Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This was identified during an unspecified process step of automated peritoneal dialysis therapy. The leak was further described as "liquid falls inside the cycler by breaking a set". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction/additional information: this is a duplicate report to the report under manufacturer report number 1416980-2020-01211. All relevant information was submitted under report 1416980-2020-01211. Should additional relevant information become available, a supplemental report will be submitted.